Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The mother reported the customer's blood glucose was 571 mg/dl. It was also reported the sensor reading was 92 mg/dl. The mother reported the customer calibrated four times a day. Troubleshooting did not occur for the insulin pump. The customer declined to return the product for analysis.